Event description:
The service repair technician reported that during routine testing of the device at the service center, the cursor on the central control monitor (ccm) was not tracking on lower portion of screen or responding to push button keys. This was an intermittent issue. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. During preventative maintenance (pm), the field service representative (fsr) noticed the touch screen was off. The fsr could not leave the splash screen. He removed back cover and checked all connections. The fsr did not re-test the central control monitor (ccm) until the next day, and the touch screen was working properly.